Manufacturer narrative:
The device associated with this complaint was not returned for evaluation. A supplemental report will be filed if and when the product is returned and investigation has been completed. The patient was in a critical condition and eventually expired. According to the reporter, the patient outcome of death was not attributed to the zoll devices.

Event description:
As reported, the thermogard xp ivtm system with the icy catheter was used on a patient for rewarming. Per a reporter, the ivtm system was not rewarming the patient and temperature was at 32.3°c. The temperature probe and cable were replaced, and the start-up kit (suk) was checked and felt warm, however, the patient temperature remained the same. After the 8 hours follow up, the patient's temperature remained around 32.2-32.4°c. The user confirmed the ivtm system temperature was set at a controlled rate and xia meter showed the console is warming with the tympanic temperature set for 36°c. Also, the suk pinwheel was confirmed turning. Per a reporter, the temperature probe and cable were replaced again and, additionally, the console was replaced, however, the patient temperature remained unchanged. The customer was instructed by the zoll clinical specialist that the patient needs a clinical assessment since the ivtm system is functioning correctly. Per the reporter, the patient expired the following day most likely due to patient condition, death was unrelated to the ivtm system event.

Manufacturer narrative:
Correction b1, adverse event and b2, outcomes attributed to adverse event.